Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia initially on (B)(6) 2013 and then high lead impedance the week ending (B)(6) 2013, when the impedance rose from 703 to greater than 4000 ohms.

Event description:
It was reported that the right ventricular (rv) lead interrogated high impedance and high short interval counts (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 4195 implantable pacing lead (B)(6) 2008. (B)(4).